Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two mini drawers 2.3 and 2.4 were jammed. A field service engineer (fse) found that mini trays 2.3 and 2.4 on drawer 2 failed to open. The side drawer panels had been pushed inward, preventing the trays from releasing. The panels were adjusted, and a functionality test was performed in the hardware test application (hta), confirming that the drawer was operating properly. The repair was verified in the hta, and the customer successfully performed an inventory count, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers 2.3 and 2.4 were jammed. User tried to recover but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.